Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The explanted device was kept by the medical facility.